Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient developed hematoma. The issue was addressed by manually removing the bleeding. No signs of infection or patient symptoms.